Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was low as 47 mg/dl and high as 400 mg/dl. The customer treated high readings with a bolus through the pump and syringes. The customer treated the low readings with grape/orange juice and rice cakes with peanut butter. The customer was neither in the emergency room, nor admitted to the hospital.